Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Should additional information be received a supplemental report will be submitted. Additional information was received that the patent was unable to inflate or deflate his device due to the dimpled pump. The device stopped work two weeks before the surgery. The patient is not well after the surgery.

Manufacturer narrative:
Only the pump was returned. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found.the pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Should additional information be received a supplemental report will be submitted. Additional information was received that the patent was unable to inflate or deflate his device due to the dimpled pump. The device stopped work two weeks before the surgery. The patient is not well after the surgery.